Event description:
It was reported by the rep that the device was used during a sigmoid colectomy. It was reported ax55b was used to transect a portion of the colon, which was low in the pelvis. The device went through the firing sequence correctly and the staples were fired. However when the staple line was tested with saline, the staples fell out of the tissue and the staple line was opened. The staple line did not hold.